Event description:
This pi is for the 1st revision. Per medical records received for pi: "she had a tha done in 2004. This subsequently had issues with instability and was revised with a head and liner exchange in 2010."

Manufacturer narrative:
Reported event: an event regarding instability involving an unknown liner was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "the patient had a tha in 2004 and a revision of the head and liner for instability in 2010. No records of these events were provided for review. No radiographs were provided for review. The patient had pain and reported increased metal levels and underwent revision of the acetabulum with bone grafting and of the femoral head to a ceramic on poly construct. No radiographs, pre or postoperative records were provided for review. Event confirmation: a revision surgery 11/20/2018 can be confirmed with revision of the acetabular components. Some corrosion products were noted at the time of surgery, but the taper was intact. Increased metal levels and a prior revision in 2004 cannot be confirmed. Root cause: the root cause of the 2018 revision was reported as increased metal levels and pain from corrosion at the trunnion. But these findings cannot be confirmed without additional medical record, thus a root cause cannot be ascertained." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to instability. A review of the provided medical records by a clinical consultant indicated: "the patient had a tha in 2004 and a revision of the head and liner for instability in 2010. No records of these events were provided for review. No radiographs were provided for review. The patient had pain and reported increased metal levels and underwent revision of the acetabulum with bone grafting and of the femoral head to a ceramic on poly construct. No radiographs, pre or postoperative records were provided for review. Event confirmation: a revision surgery 11/20/2018 can be confirmed with revision of the acetabular components. Some corrosion products were noted at the time of surgery, but the taper was intact. Increased metal levels and a prior revision in 2004 cannot be confirmed. Root cause: the root cause of the 2018 revision was reported as increased metal levels and pain from corrosion at the trunnion. But these findings cannot be confirmed without additional medical record, thus a root cause cannot be ascertained." The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for the 1st revision. Per medical records received for pi: "she had a tha done in 2004. This subsequently had issues with instability and was revised with a head and liner exchange in 2010."

Manufacturer narrative:
The following device was also listed in this report: device; 28mm std lfit v40 head; cat# 6260-9-128; lot# 6530001. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding instability involving an trident liner was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "the patient had a tha in 2004 and a revision of the head and liner for instability in 2010. No records of these events were provided for review. No radiographs were provided for review. The patient had pain and reported increased metal levels and underwent revision of the acetabulum with bone grafting and of the femoral head to a ceramic on poly construct. No radiographs, pre or postoperative records were provided for review. Event confirmation: a revision surgery (B)(6) 2018 can be confirmed with revision of the acetabular components. Some corrosion products were noted at the time of surgery, but the taper was intact. Increased metal levels and a prior revision in 2004 cannot be confirmed. Root cause: the root cause of the 2018 revision was reported as increased metal levels and pain from corrosion at the trunnion. But these findings cannot be confirmed without additional medical record, thus a root cause cannot be ascertained." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to instability. A review of the provided medical records by a clinical consultant indicated: "the patient had a tha in 2004 and a revision of the head and liner for instability in 2010. No records of these events were provided for review. No radiographs were provided for review. The patient had pain and reported increased metal levels and underwent revision of the acetabulum with bone grafting and of the femoral head to a ceramic on poly construct. No radiographs, pre or postoperative records were provided for review. Event confirmation: a revision surgery (B)(6) 2018 can be confirmed with revision of the acetabular components. Some corrosion products were noted at the time of surgery, but the taper was intact. Increased metal levels and a prior revision in 2004 cannot be confirmed. Root cause: the root cause of the 2018 revision was reported as increased metal levels and pain from corrosion at the trunnion. But these findings cannot be confirmed without additional medical record, thus a root cause cannot be ascertained." The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
The following devices were also listed in this report: device; unknown head; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
This pi is for the 1st revision. Per medical records received for pi: "she had a tha done in 2004. This subsequently had issues with instability and was revised with a head and liner exchange in 2010."